Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 08/20/2015, electrode belt: 03/03/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was discharged from the hospital after being fit with the lifevest. The patient returned to the ER later in the night after being treated. It was reported that the lifevest was cut from the patient in efforts to perform CPR. Review of the download data, indicates the patient received one inappropriate shock in response to CPR artifact. The patient was in asystole with CPR artifact at the time of the treatment shock at 21:17:56. The patient's post shock rhythm was motion artifact. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.